Event description:
Surgeon was using an ethicon stapler to staple across a lung. The stapler fired correctly on the first reload. The second reload misfired. Stapler was around tissue and did not fire, surgeon had to manually release from patient tissue. The team in the room opened a new stapler to attempt to replace and fire, but new stapler misfired again.